Event description:
A report was received that the patient was experiencing tenderness at the pocket site. It was also noted that the patient had charging issues. The patient will undergo a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and one lead was added. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing tenderness at the pocket site. It was also noted that the patient had charging issues. The patient will undergo a revision procedure. No device malfunction was suspected.